Event description:
It was reported that during a laparoscopic gastric bypass procedure, whilst using the device on the patient, the distal tip of the tissue pad broke off in the beginning of the surgery inside the patient. They managed to retrieve the piece that had fallen off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion on the distal tip was not returned. The device was connected to a test hand piece and generator and it activated during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). . No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.